Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified bd intravascular administration set experienced a missing tubing clamp. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. This is a major concern for us. I'm worried that it will happen on a first dose antibiotic on a septic patient. We recently had a missed k phos dose. The provider detected it when the patient's phos dropped the day after he was supposed to get the infusion. We just changed to shorter secondary tubing and it's thought that this might make the clamps more visible. Thanks! We have about 1-2 events per month where the nurse hangs an antibiotic piggyback and forgets to unclamp the tubing.

Manufacturer narrative:
H6: investigation summary a complaint of clamp issues was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd intravascular administration set experienced a missing tubing clamp. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown this is a major concern for us. I'm worried that it will happen on a first dose antibiotic on a septic patient. We recently had a missed k phos dose... The provider detected it when the patient's phos dropped the day after he was supposed to get the infusion. We just changed to shorter secondary tubing and it's thought that this might make the clamps more visible. Thanks! We have about 1-2 events per month where the nurse hangs an antibiotic piggyback and forgets to unclamp the tubing.